Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation. Thus, an inspection could not be performed by greatbatch to confirm the reported event. The lot number was also not reported to greatbatch. The cause of the reported event is unknown as the complaint sample was not returned to the distributor to send to greatbatch. Report source distributor, (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the instrument broke while the surgeon was taking out the stem trial. There was no surgical delay, the procedure was completed successfully and no adverse events were reported as a result of the malfunction.